Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent partial cystectomy with removal of foreign bodies from bladder, cystoscopy under anesthesia (staples eroded into bladder wall and a piece of marlex) due to sui and foreign bodies in bladder. It was reported that following insertion the patient experienced corrective therapy, pain, urinary frequency, urinary urgency and urge incontinence. It was reported that the patient had stage I & ii interstim placed on (B)(6) 2012 for incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/1/2016. Additional information: age/date of birth.